Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported his hip broke in half, 8 to 9 years after implanted.

Manufacturer narrative:
An event regarding crack/fracture involving unknown implant hip was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Product history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the reported event could not be confirmed nor the root cause determined because the insufficient information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient reported his hip broke in half, 8 to 9 years after implanted. (B)(6) 2018-called and spoke with patient and he stated that he had a left hip replacement on or about (B)(6) 2009. Patient had a revision on (B)(6) 2017 due to his hip breaking again. Patient stated that he can barely walk and is in extreme pain constantly.